Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The hub, shaft and tip were microscopically examined. The device showed multiple kinks and flat spots on the shaft. A .014 test guidewire was inserted into the device and the guidewire transcended through the device with some restriction. The device was then inserted into a non-bsc microcatheter; however, the renegade would not transcend through the catheter due to the damage on the device. Inspection of the remainder of the device revealed no damage or irregularities.

Event description:
It was reported that the microcatheter was fractured. The target lesion was located in the right hepatic artery. During the procedure, a 135/10 renegade hi-flo kit was selected for use. When the microcatheter entered the target lesion, it was noted that the physician felt stuck and device could not enter. During withdrawal, the microcatheter was almost separated inside the patient's body. The device was intact and was completely removed from without any intervention. However, the microcatheter became separated after removal outside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure.

Event description:
It was reported that the microcatheter was fractured. The target lesion was located in the right hepatic artery. During the procedure, a 135/10 renegade hi-flo kit was selected for use. When the microcatheter entered the target lesion, it was noted that the physician felt stuck and device could not enter. During withdrawal, the microcatheter was almost separated inside the patient's body. The device was intact and was completely removed from without any intervention. However, the microcatheter became separated after removal outside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure.